Event description:
It was reported on an unknown date a 12mm amplatzer® vascular plug 4 was successfully implanted. Post procedure a CT scan was performed and noted that the plug had migrated into the feeder of aneurysm. The patient was reported to be in critical condition and was intubated. The plug has not been explanted. Additional information was requested but cannot be obtained.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
An event of "plug had migrated into the feeder of aneurysm" was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of "plug had migrated into the feeder of aneurysm" was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.